Manufacturer narrative:
It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Device history records were reviewed with no issues noted. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Additional information: it is now known that the patient was revised for loosening.

Manufacturer narrative:
This device is used for treatment. Additional information was received at a later date indicating that the patient was revised and the sales representative stated "we did not see loosening but the bone around the tibial plate seemed to be scalloped or re-absorbed some". The package insert state that "progressive bone resorption (osteolysis) as a result of foreign-body reaction to wear debris" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the pt is experiencing pain and radiolucent lines around the tibia component. The pt was doing well, and then hyperextended the knee. No revision is planned, and the surgeon would like the pt to give the knee more time.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.